Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the photos of the consumer return sample does not show cell packs leaking. There is a minimal amount of stray chemistry between the top sheet and the heat pack portion of the wrap. This stray chemistry is not dosed and will not heat up. Per spec-23451, effective date: 28-nov-2016, this is a minor defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] small iron particles had came out of the cells of heatwrap. Particles were inside of heatwrap still, not leaked out. [Device leakage], case narrative:this is a spontaneous report from a contactable pharmacist via product quality complaints. A patient of unspecified age and gender started received thermacare heatwrap (thermacare lower back & hip), device lot number s58522, expiration date mar2020, from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. As reported, a customer 'dare not' to use this product because small iron particles had came out of the cells of heat wrap on an unspecified date. Particles were inside of heat wrap still, not leaked out. The reporter wanted to know if these can still be used because it is said on the package that if the heat element leaks you should not use the product. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the photos of the consumer return sample does not show cell packs leaking. There is a minimal amount of stray chemistry between the top sheet and the heat pack portion of the wrap. This stray chemistry is not dosed and will not heat up. Per spec-23451, effective date: 28-nov-2016, this is a minor defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment: based on the available information, the patient reported "small iron particles had came out of the cells of heat wrap ." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "small iron particles had came out of the cells of heat wrap ." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. This case will be re-assessed upon receipt of additional information.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the photos of the consumer return sample does not show cell packs leaking. There is a minimal amount of stray chemistry between the top sheet and the heat pack portion of the wrap. This stray chemistry is not dosed and will not heat up. Per (B)(4), effective date: 28-nov-2016, this is a minor defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] small iron particles had came out of the cells of heatwrap. Particles were inside of heatwrap still, not leaked out. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist via product quality complaints. A patient of unspecified age and gender started received thermacare heatwrap (thermacare lower back & hip), device lot number s58522, expiration date mar2020, from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. As reported, a customer 'dare not' to use this product because small iron particles had came out of the cells of heat wrap on an unspecified date. Particles were inside of heat wrap still, not leaked out. The reporter wanted to know if these can still be used because it is said on the package that if the heat element leaks you should not use the product. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the photos of the consumer return sample does not show cell packs leaking. There is a minimal amount of stray chemistry between the top sheet and the heat pack portion of the wrap. This stray chemistry is not dosed and will not heat up. Per (B)(4), effective date: 28-nov-2016, this is a minor defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available company clinical evaluation comment: based on the available information, the patient reported "small iron particles had came out of the cells of heat wrap ." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. This case will be re-assessed upon receipt of additional information., comment: based on the available information, the patient reported "small iron particles had came out of the cells of heat wrap ." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No further investigations or actions is suggested at this time. This case will be re-assessed upon receipt of additional information.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the photos of the consumer return sample does not show cell packs leaking. There is a minimal amount of stray chemistry between the top sheet and the heat pack portion of the wrap. This stray chemistry is not dosed and will not heat up. Per spec-23451, effective date: 28-nov-2016, this is a minor defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] small iron particles had came out of the cells of heatwrap. Particles were inside of heatwrap still, not leaked out. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable pharmacist via product quality complaints. A patient of unspecified age and gender started received thermacare heatwrap (thermacare lower back & hip), device lot number s58522, expiration date mar2020, from an unspecified date to an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. As reported, a customer 'dare not' to use this product because small iron particles had came out of the cells of heat wrap on an unspecified date. Particles were inside of heat wrap still, not leaked out. The reporter wanted to know if these can still be used because it is said on the package that if the heat element leaks you should not use the product. The action taken with thermacare heatwrap was unknown. The outcome of the event was unknown. Investigation summary: the root cause category is non-assignable (complaint not confirmed). Evaluation of the photos of the consumer return sample does not show cell packs leaking. There is a minimal amount of stray chemistry between the top sheet and the heat pack portion of the wrap. This stray chemistry is not dosed and will not heat up. Per spec-23451, effective date: 28-nov-2016, this is a minor defect. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (19feb2020): this follow-up report is being submitted as a final reportable MDR., comment: based on the available information, the patient reported "small iron particles had came out of the cells of heat wrap ." No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No further investigations or actions is suggested at this time.